Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient presented in clinic feeling unwell due to bradycardia. Diagnostic imaging was performed a dislodgement of the right ventricular (rv) leadless pacemaker was observed to be in the hepatic vein. The rv leadless pacemaker was retrieved and reimplanted successfully. The patient was stable.